Manufacturer narrative:
Reporter returned toothbrush handle that was identified as an oral-b power battery toothbrush handle advance power 4739 on 05-oct-2016. Investigation is in progress.

Event description:
Hearing loss due to deafening bang of toothbrush exploding / loud bang, hearing loss for a few hours [deafness transitory], burn on hand from toothbrush exploding / slightly singed hand for 2 days [thermal burn], burn on hand and hearing loss due to toothbrush exploding [injury associated with device], toothbrush exploded / changed the batteries, brushed my teeth, then the toothbrush exploded in my hand [device breakage]. Case description: a female consumer, age unspecified, reported on 05-sep-2016 via e-mail that she put new batteries in her oral-b power battery toothbrush handle advance power and while brushing her teeth on an unknown date it exploded in her hand. She stated that the consequences were a burn on her hand and hearing loss due to the deafening bang. The case outcome was unknown. The consumer submitted a picture of the product which revealed cracks in the housing of the toothbrush. No further information was provided. On 06-sep-2016 consumer follow-up phone call: the consumer reported that she is doing better. The case outcome was improved. No further information was provided. On 13-oct-2016 received consumer's medical questionnaire: the consumer, a (B)(6) female, described that she changed the batteries in her toothbrush, brushed her teeth, and then the toothbrush exploded in her hand. She stated that there was a loud bang, and she had hearing loss for a few hours and a slightly singed hand for 2 days. She reported that she did not consult a physician as this happened to her while she was on vacation. The case outcome was now recovered. No further information was provided.

Manufacturer narrative:
On (B)(6) 2016 product investigation results: reporter returned toothbrush handle on (B)(6) 2016. The result of the analysis done with the consumer return showed that an inadequate handling led to the reported issue.

Event description:
Hearing loss due to deafening bang of toothbrush exploding / loud bang, hearing loss for a few hours [deafness transitory]; burn on hand from toothbrush exploding / slightly singed hand for 2 days [thermal burn]; burn on hand and hearing loss due to toothbrush exploding [injury associated with device]; toothbrush exploded / changed the batteries, brushed my teeth, then the toothbrush exploded in my hand [device breakage]. Case description: a female consumer, age unspecified, reported on (B)(6) 2016 via e-mail that she put new batteries in her oral-b power battery toothbrush handle advance power and while brushing her teeth on an unknown date it exploded in her hand. She stated that the consequences were a burn on her hand and hearing loss due to the deafening bang. The case outcome was unknown. The consumer submitted a picture of the product which revealed cracks in the housing of the toothbrush. No further information was provided. On (B)(6) 2016 consumer follow-up phone call: the consumer reported that she is doing better. The case outcome was improved. No further information was provided. On (B)(6) 2016 received consumer's medical questionnaire: the consumer, a (B)(6) female, described that she changed the batteries in her toothbrush, brushed her teeth, and then the toothbrush exploded in her hand. She stated that there was a loud bang, and she had hearing loss for a few hours and a slightly singed hand for 2 days. She reported that she did not consult a physician as this happened to her while she was on vacation. The case outcome was now recovered. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Hearing loss due to deafening bang of toothbrush exploding [deafness]; burn on hand from toothbrush exploding [thermal burn]; burn on hand and hearing loss due to toothbrush exploding [injury associated with device]; toothbrush exploded [device breakage]. Case description: a female consumer, age unspecified, reported on 05-sep-2016 via e-mail that she put new batteries in her oral-b power battery toothbrush handle advance power and while brushing her teeth on an unknown date it exploded in her hand. She stated that the consequences were a burn on her hand and hearing loss due to the deafening bang. The case outcome was unknown. The consumer submitted a picture of the product which revealed cracks in the housing of the toothbrush. No further information was provided. A 06-sep-2016 consumer follow-up phone call: the consumer reported that she is doing better. The case outcome was improved. No further information was provided.